Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced starburst, halos, rings around light, and no clarity. The iol was explanted and exchanged in a secondary procedure for monofocal lens. There was no patient harm and patient was not hospitalized. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution was dried on the lens. One haptic was broken in the gusset area (not returned). The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal 08.0 diopter (2.25cyl), add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).